Event description:
Healthcare professional reported "faulty implant packaging. Upon attempting to pass off the sterile, inside container of the implant, the inner and outer packaging, stuck together. Struggled then to get them separated with success". This record is for unknown side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking.